Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center and reported that a discordant falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) recovered within acceptable ranges on the day of the event. The customer ran a precision study, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed autocheck and performed atellica test protocols (atp) as per installation procedure and passed. The cse checked dispense of reagent probe 1 (rp1) and then checked for leaks in wash ring and pump lines. Then cse readjusted secondary vacuum and verified rp1 alignments. The cse did not find an issue with the instrument. The cause of the discordant, falsely elevated tnih result is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The discordant patient result was reported to the physician, who questioned the result. The patient was redrawn, and the new sample was processed two times on the initial analyzer and resulted lower than the initial result. Then, the original sample was repeated in duplicate for tnih on the same analyzer two times and repeated one time on the alternate atellica im analyzer and all repeats recovered lower than the initial result. The tnih result of 4.25 ng/l was reported, as the correct result, to the physician. The customer stated the patient was given aspirin. It is unknown whether aspirin given to the patient was due to the falsely elevated tnih result. There are no known reports of adverse health consequences due to the discordant, falsely elevated tnih result.

Event description:
The customer alleged that the patient was given aspirin due to the falsely elevated high-sensitivity troponin I (tnih) result. However, the customer confirmed that there were no consequences to the patient due to the administration of aspirin.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00284 on 29-nov-2021. Additional information on (06-dec-2021): the customer alleged that the patient was given aspirin due to the falsely elevated high-sensitivity troponin I (tnih) result. However, the customer confirmed that there were no consequences to the patient due to the administration of aspirin. Siemens further investigated the issue and determined that preanalytical issues affecting sample quality, potentially contributed to the falsely elevated high-sensitivity troponin I (tnih) result. The instrument is performing according to specifications. No further evaluation of this device is required.